Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: although there are no patient specific allegations, general litigation alleges metal on metal. Update rec'd 8/6/2014- pfs and medical records received. Part/lot was provided. A correct doi and dor were provided. After review of the medical records the primary operative showed a crack occurred in the posterior calcar during the seating of the stem. The stem is being reported. The revision operative note indicated the patient had an infection and all implants were removed on (B)(6) 2010. The cup and 2 screws are being added to the complaint, but not reported as they have been implanted more than 3 months. It should also be noted the patient had a poly insert, not a metal insert. The patient was reimplanted on (B)(6) 2011. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 8/26/2014. Update ad 10 apr 2019: (B)(4) has been re-opened due to the receipt of ppf and medical records. Ppf has no new allegation. After review of medical records, patient was revised to address infected right total hip arthroplasty with rectal prolapse, pain to the right hip, developed erythema over the lateral aspect of her hip with fevers. Revision notes reported once through the it band, a significant amount of purulence was encountered, glycocalyx was found after culture. Added revision hospital, law firm, age, expiration dates(head,stem) and associated contact. Doi: (B)(6) 2010. Dor: (B)(6) 2010. (Right hip).